Event description:
The customer contact reported during testing at the user facility, the device touchscreen would not calibrate. There were no reports of any pt involvement, adverse pt events or reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen would not calibrate. No additional info was provided.

Manufacturer narrative:
Testing and investigation found the touchscreen did not respond and would not calibrate. The probable cause was contamination on the touchscreen caused by fluid ingress which altered the characteristics of the touchscreen. This report represents all the info known by the reporter upon query by hospira personnel.